Event description:
User complained that a number of assay randomly give ridiculous results for alt, valproate, calcium, paracetamol, total bilirubin and gentamicin. In each case, repeating the test gave the same, wrong result. It was alleged the results being printed are incorrect. By replacing the reagent or recalibrating, the problem disappeared. The fsr observed the instrument appears to have lost its k factor for these assays but recalibrating brings them back. No info was provided to determine if any adverse events occurred. If additional info is received, appropriate notification will be provided.